Event description:
Patient (toddler) was seen with a sticker. The rn looked closer and realized it was the sticker from the ECG cable. Patient peeled sticker off ECG cable. No patient harm but near miss because patient could have attempted to swallow it. Additional safety concern is now clinical staff do not know which ports the ECG electrodes should be plugged into on the cable due to the stickers falling off. The philips vendor reports that no other client of theirs has had this issue, yet each cable comes with 4 replacement stickers.